Event description:
It was reported that on (B)(6) 2011 at 12:00 pm the patient obtained a blood glucose reading of 40 mg/dl, and at 12:30 pm a reading of 38 mg/dl. The patient experienced no symptoms as he has hypoglycemia unawareness. The patient administered self-treatment by consuming high carbohydrate foods and drink; he did not seek any medical attention. At 3:54 pm his blood glucose level was 35 mg/dl, and at 8:11 pm his reading was 92 mg/dl. During the troubleshooting telephone call, the patient determined he had primed the pump while it was still attached, and received an unintended insulin bolus at 11:22 am. Troubleshooting revealed all pump settings were correct, the basal setting and date and time were correct. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by priming the pump while still attached, and receiving an unintended insulin bolus. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.